Event description:
Boston scientific crm received and reported the following info: "right ventricular lead was exhibiting high thresholds and loss of capture, due to dislodgement. A revision procedure was performed, and the lead was surgically abandoned, and replaced with a competitive lead."

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion code: it cannot be determined whether the event was related to device performance, or pt's condition.